Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: on examination, there was evidence of moisture behind the display. The pump history and black box was not able to be downloaded during investigation due to internal moisture damage. The keypad was intact without damage. On testing, the keypad buttons were responsive. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. A leak test was performed and revealed leak at the display lens. Unrelated to the original complaint, the display was noted to be dim, faded and discolored and the battery compartment was cracked near the finger grip.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; up arrow, down arrow and ok buttons underresponsive with moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.